Event description:
While inspecting the instrument, it was noticed, the pegs were bent and starting to break off. This event did not occur during a surgical procedure and was noted this occurred over time.